Manufacturer narrative:
We received one 120805f catheter without the packaging for examination. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured around the circumference. The catheter tip is being pulled to the side by the remaining latex. There is no damage to the balloon windings or the catheter body. The proximal windings were removed and the latex moved distal on the catheter tip attempting to match the latex edges between the proximal section and the distal section. The latex sections do not appear to match and there appears to be a section of latex missing. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that before use the balloon burst during testing. There was no report of patient complications.